Manufacturer narrative:
Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 09-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (30 mg/ml at 15.978mg/day)and bupivacaine (15 mg/ml at 7.989mg/day) via an implantable infusion pump. It was reported that during a regularly scheduled pump replacement when the hcp was unable to aspirate from the catheter. The catheter was replaced and the issue was resolved. The cause of the event was unknown. No symptoms were reported and the patient was alive with no injury. The catheter would not be returned for analysis; it was discarded. No further complications have been reported as a result of this event.